Manufacturer narrative:
D10: (B)(6) - 02-010-01-0340 - logic femoral ps cem right sz 4, 02-012-45-4040 - logic tibial fit tray cem sz 4f / 4t, (B)(6) - 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm, 200-02-38 - three peg patella 38mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02900. The reason for the revision reported was likely due to the reported pain, femoral loosening of the right knee, or due to the inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the damage to the polyethylene appears unremarkable in the provided images for a device implanted for 7 years. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 85 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, inflammation, joint effusion, osteolysis, and pain. Revision surgery operative notes, x-rays and device images were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.